Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of patient made a mistake with touch contamination and peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient began treatment with extraneal viaflex (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a mistake with touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The patient was recovering and was discharged on (B)(6) 2011. The outcome of patient made mistake/touch contamination was not reported. The action taken with dianeal therapy was ongoing. The consumer believed the peritonitis was caused by the patient making a mistake with touch contamination. The consumer did not provide an opinion on causality for patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd885293 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the user error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this peritonitis event.